Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-13512. It was reported the patient has lost stimulation in part of the established pain pattern. Several reprogramming attempts have not been able to provide effective stimulation for the patient. Surgical intervention is planned to address the issue.